Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the text on the display was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display with auditory and vibratory features. Unrelated to the complaint, the covers to the bolus button and the keypad buttons were found to be torn while all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. Pump casing was opened and no evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).